Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Battery unable to charge. No harm reported.